Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. The synergy stent was placed then post dilated with a non bsc balloon catheter. It was noted after post dilation that stent damage occurred in the proximal end of the stent. Another stent was placed overlapping the synergy stent damage. Ivus was performed and revealed good results. No further patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Age at time of event under 18 years. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).